Manufacturer narrative:
Additional patient ID: (B)(6); patient initials: (B)(6). Pt birthday: unknown for sure, but reported as (B)(6) 1920. Patient weight is unknown. This report is for an unknown helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Explant procedure is planned, but has not been reported to have occurred yet. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an initial trochanteric fixation nail advanced (tfna) to correct an intertroch hip fracture procedure on (B)(6) 2015, without any issue. During a routine check-up and through the use of x-rays it was discovered that the implanted helical blade had migrated into the hip joint. It is unknown if the patient had experienced any pain prior to discovering that the implant had migrated. Neither the implants nor the x-rays will be made available. A revision surgery is pending to be performed on an unknown date. This report is for an unknown helical blade. This is report 1 of 1 for (B)(4)